Event description:
It was reported that during a follow up, noise was observed on a stored electrogram. High out of range pacing lead impedance was observed on the ventricular lead. The lead was explanted and replaced. The lead will not be returned.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.